Manufacturer narrative:
H11. Updated/additional information ¿ d5. D7a. D8. G1. G2. G4. H6. The revision reported may have been the result prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2023 approximately 11 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected health effect clinical code, type of investigation, and investigation findings. Manufacturer narrative updated: the revision reported may have been the result prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and images, radiographs, and operative notes were not provided.